Event description:
It was reported that the adhesive is detaching from the rotating piece on the unit.

Manufacturer narrative:
Upon receipt of additional information, the date the product was evaluated, (B)(6) 2012 a compromised insulation failure mode, different from what was reported, was observed. Visual inspection showed no chips, cracks or tears in the insulation, only a few dents. However, an insulation scan test determined and identified one fracture in the insulation. Measuring with a ruler, the fracture roughly measured from the distal end: 28.5cm. Further visual inspection of the device revealed that the rotating knob detached from the shaft. It is likely that the fracture in the insulation and the detached rotating knob from the shift occurred either due to improper sterilization methods or normal wear and tear. The proper steps to sterilize this device can be found on the instructions for use. An action has been opened to address the insulation failure for our OEM supplier for our lap instruments using polymer resin insulation. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.